Event description:
Attorney reported: in 2006 - the patient underwent a hernia repair procedure with implant of a non-recalled ck mesh patch. In 2007 - the patient underwent a hernia repair procedure with implant of a non-recalled ck mesh patch. The patient suffered "severe painful injuries, including but not limited to, recurrence of hernia, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to her body as a whole." The patient has suffered subsequent surgeries.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2008-00587 for information related to the composix kugel mesh implanted in 2007.